Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported that her sacral nerve stimulator does not work and has not worked since the operation. The patient stated she had 4 operations total. The test stimulator worked great. The second surgery was when they put in a permanent device and that didn't work. The patient reported the third surgery was when they put the device in the wrong place because she had a 360 degree spinal fusion. The patient did not clarify which device had a placement issue or what the fourth surgery was. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.